Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for lumbar radiculopathy and spinal pain. The pump contained an unknown drug. It was reported the patient had a loss of therapy. The representative stated he had no details, but the physician wanted to do a rotor study, and the representative wanted to review that. The representative had no other information at that point. Additional information received from the manufacturer representative on (B)(6) 2017 reported everything had gone well. The rotor study easily indicated that the rollers moved 60 degrees. Apparently during the last two refill sessions they removed significantly more drug than expected. In both instances, they were expecting about 12 ml and removed 36 ml. Another hcp was planning on revising the catheter.

Event description:
Additional information received from the hcp reported the patient experienced volume discrepancies at refills on (B)(6) 2016. The loss of therapy was observed during use. On (B)(6) 2016, the patient was awaiting surgical consult and percocet was increased. On (B)(6) 2016, the percocet was increased, and a dye study was done on (B)(6) 2017. The cause of the volume discrepancies was unknown. The patient was scheduled for pump revision on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.